Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced hypoglycemia. The customer blood glucose level was 45mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with food and glucose tablets for low blood glucose level. Customer had using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode feature was active. Customer did not allege pump was over delivering the insulin. The insulin pump will not returned for analysis.